Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low" on cgm and loss of consciousness. Bg cause was not known. The customer required assistance from emergency medical services (ems) to address bg via administering glucose gel. Recommendation was made to consult with a healthcare provider to discuss diabetes management.